Manufacturer narrative:
On (B)(6), during pump evaluation, no issues was identified. Additionally, pump annunciated audible tones for alerts/alarms as intended. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump was not annunciating audible tones for alerts/alarms. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.